Manufacturer narrative:
Exemption number e2011017 on 28 november 2011, the FDA granted the permission for the manufacturer fidia (B)(4). To submit a single MDR for adverse events that involve medical devices manufactured by fidia (B)(4). And imported into the USA by (B)(4). As a consequence, fidia (B)(4) (the manufacturer) is submitting this report even on behalf of (B)(4). (The importer). The present MDR report satisfies the reporting obligations for both companies. The case comes from fidia us and it is related to the product hymovis. The reporter stated that the patient had pseudoseptic arthritis after using the product. The case has been deemed by the company as serious because pseudoseptic arthritis is considered as a medical important event. The reaction has been deemed expected because severe inflammatory reactions are reported in the pl of the product. The causality relationship has been deemed as probable. No new signal alert has been detected. Device was not available.

Event description:
Physician injected hymovis into patient usually seen by another doctor in the practice. This is a spontaneous case which was mentioned to a fidia sales rep on approximately (B)(4)2017 when the sales rep visited the physician's office. It was reported that on an unknown date a doctor at (B)(6) injected a patient of dr. (B)(6) with hymovis. The patient had previously received injections of hyalgan that were well tolerated. On an unknown date the believed that the patient may have experienced a pseudo-septic response. Any treatment given to the patient is unknown. The outcome of the patient is unknown. This case will be updated as information becomes available.